Manufacturer narrative:
The reported complaint of the autopulse displayed ua45 (not at "home" position after power-on/restart) error message was confirmed during the functional testing and in review of the archive data. The driveshaft was rotated back to home position to remedy the issue. The likely root cause of the issue was due to user error. Per the autopulse user guide instruction, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. Visual inspection was performed and found the top cover and bottom enclosure were damaged. This is not related to the reported complaint. From the condition of the platform, the damages appear to have been caused by mishandling archive review showed ua45 (not at "home" position after power-on/restart) error message occurred on the reported event date of (B)(6) 2017 thus confirming the reported complaint. Functional testing of the platform during initial power up showed a user advisory (ua) 45 (drive shaft not at home position) error message. It was found that the driveshaft was not at home position. Rotating the driveshaft back to home position cleared the ua 45 error message. Further evaluation of the platform found that the lifeband clip was unable to lock in place and clutch was found sticky. These were not related to the reported complaint. The plunger monolithic was replaced to remedy the lifeband clip issue. Clutch plate was also replaced to resolve the sticky clutch. Additionally, the front and bottom cover enclosure were replaced to remedy the damaged found during visual inspection. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported during shift check, the platform displayed ua45 (not at "home" position after power-on/restart) error message. According to the customer, they tried to clear the fault by installing a new lifeband however was not successful. No patient involvement on this issue.